Event description:
It was reported that the procedure was to treat an antecubital vein in the arm. A balance middleweight (bmw) universal guide wire was being used and under fluoroscopy it was revealed that the guide wire was separated 17 cm proximal to the tip. The guide wire was removed and unknown intervention was performed to remove the separated portion of the guide wire. A second bmw guide wire was advanced and during use it also separated 17 cm proximal to the tip and intervention was performed to remove the separated tip. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the hi torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified. The other balance middelweight universal is being filed under a separate manufacturing report number.